Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. Dissection is a known adverse event as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4). A cine of the procedure was received and reviewed by an abbott clinical specialist. The reviewer noted there was an irregular, eccentric lesion in the proximal left anterior descending artery (lad) and the lesion was direct-stented. The reviewer noted that post-stent deployment, a dissection/narrowing was visible at the proximal stent edge. There were no images of a second stent deployment, but ending runs show a stent shadow in the ostium of the lad, with very nice results. The reviewer concluded that the images confirm a proximal stent edge dissection that was treated with an additional stent deployment. Since the xience v stent was implanted via direct stenting, it should be noted that the xience v instruction for use (IFU) states: pre-dilate the lesion with a ptca catheter. It cannot be determined whether the IFU deviation contributed to the reported patient effect.

Event description:
It was reported that during a proximal descending anterior artery stenting procedure, after deployment of the xience v stent, a dissection occurred. A second xience v stent was deployed to cover the dissection. No additional information was provided.